Manufacturer narrative:
Age at the time of event- 18 years or older. (B)(6).

Event description:
It was reported that the device became fractured. The target lesion was located in the hepatic artery. A renegade hi-flo kit was selected for use. During procedure, it was noted that the device became fractured near the tip upon inserting into the patient's body. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Age at the time of event- 18 years or older. Initial reporter address: (B)(6).

Event description:
It was reported that the device became fractured. The target lesion was located in the hepatic artery. A renegade hi-flo kit was selected for use. During procedure, it was noted that the device became fractured near the tip upon inserting into the patient's body. No patient complications were reported and patient's status is stable. It was further reported that the device was just partially broken and was directly pulled out from the patient's body. It was confirmed that there were no fragments left inside the patient's body. Returned product consisted of a renegade hi-flo micro-catheter with a guidewire stuck in the device. The hub, shaft and tip were microscopically examined. The device showed multiple kinks on the distal part of the shaft. There was a kink located at 37.5cm from the hub. The location of the damage was from the tip to 31.5cm proximal. The guidewire could not be removed due to the kinks along the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis.